Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2020.

Event description:
It was reported that patient had an infection at the ipg site, and the cause was unknown. The patient underwent an ipg explant procedure. The patient spent time in the emergency room and was treated with antibiotics. Explanted ipg will not be return. No further information has been obtained despite good faith efforts.